Event description:
It was reported that during a supply change on the ilet bionic pancreas the user could not see priming drops despite delivering up to 20 units, observed insulin leaking after removing the cartridge, the user received an ¿unable to proceed¿ alert during subsequent supply change, and ultimately restored delivery after using all new supplies from a different box. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication, analysis of information provided by the user, and a guided troubleshooting. Investigation of this case revealed a leak/splash associated with the reservoir component, and the cause was traced to component failure. It was concluded, based on previously established findings for similar reports, that the cause was a reservoir seal leak due to component failure.